Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. Hardware parts were replaced and the system then passed the system checkout and was found to be fully functional. A hardware analysis of 9735824 was initiated to determine the probable cause of the issue. Analysis found that the em controller unit was connected to a test system for a multi-day burn-in test. Em controller functioned normally without failure. A hardware analysis of 9735825rpend was initiated to determine the probable cause of the issue. Analysis found that the interface was tested and found ports 5 and 6 remained amber with or without instruments inserted and wouldn't track the instrument. When a tool was plugged into these ports, there was no change to the leds. There was a connection failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when installing the system neither the side emitter or flat panel emitter would track. In tracking details, they both showed green, on, and connected. The instrument interface also had ports 5 and 6 faulted while all others worked fine. Reseating the connection for the em controller (internal and external) with no changes. Em controller were being sent. Additionally, it was reported that after replacing the em controller, the system still would not track. When connecting everything properly, the emitter and instrument controller showed connected in the software, but he could not track any instruments and did not hear a chirping from the emitter. There was no patient present when this issue was identified.